Event description:
End of tubing of insuflow would not stay connected to trocar as if the threading was worn.

Event description:
End of tubing of insuflow would not stay connected to trocar as if the threading was worn.